Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that a cartridge did not fit onto the pump. The customer, experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿. However, a specific bg value was not provided. The bg was addressed via manual insulin injection. The customer, successfully loaded the cartridge to address the event.